Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The customer has not requested getinge to evaluate the iabp. It was reported by the customer, that following the event the iabp unit was brought to the biomed department to be checked over. The biomed removed the top panel and checked for signs of blood coming back into the iabp unit. It was reported that the biomed did not see any blood but did note condensation in the drain tubing. The biomed performed the condensation removal procedure and a preventative maintenance check was completed. No parts were replaced. The iabp unit was returned to clinical use. (B)(6). Not returned to manufacturer.

Event description:
It was reported that around 0645, the patient¿s blood pressure started to drop on the cs300 intra-aortic balloon pump (iabp). Levophed was increased. At 0655, the iabp alarmed ¿leak in circuit¿. Upon assessment, a scant amount of blood was noted in the tubing. The doctors were paged "stat", as the iabp was alarming ¿leak in iab circuit¿. The doctor arrived in a timely manner. A lot of blood was noted in the tubing by the time the doctor arrived. The iabp was removed. The customer reported that there was no alleged malfunction of the iabp unit. This report is related to medsun/FDA report# (B)(4) received for the iab involved in this event; which was also reported under mfg report# 2248146-2019-00761.